Manufacturer narrative:
An event regarding alleged shell loosening and poly wear involving an pca shell was reported. The event was confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Need operative reports, x-ray shows poly wear and loose acetabulum. Device history review: confirmed the device was accepted into final stock no reported discrepancies complaint history review: no other events were reported for the lot indicated. Thee event reported for pca cup became loose. The event was confirmed on the basis of medical information through x-ray. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but x-ray shows poly wear and loose acetabulum. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that pca cup became loose and migrated in the patient's left hip. Cup, liner, and head were revised.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that pca cup became loose and migrated in the patient's left hip. Cup, liner, and head were revised.